Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately (B)(6). Through follow-up with the health-care provider (hcp), it was learned that the valve was explanted due to prosthetic valve endocarditis with vegetations; source (B)(6). The hcp also mentioned that the explant was patient related and not related to any device malfunction. Per the op report, the patient has a recurring mitral valve endocarditis as well as vegetations of his mitral valve. The valve had significant amount of posterior leaflet area of vegetation as well as vegetation up into the annulus. We cleaned all this out as well as cut out the pericardial valve. The annulus was debrided as well, though as right in the area of the circumflex artery, the surgeon was concerned about the av groove disruption. Once this was debrided, a new 33 mm edwards valve was sewn into place. The valve seated nicely. The post operative echo demonstrated good function of valve and no evidence of any perivalvular leak. The patient was transported to the cvr unit in stable condition.

Manufacturer narrative:
(B)(4) = vegetations. Device not returned. Unfortunately, the explanted device was not returned for analysis; therefore, the root cause of this event could not be confirmed. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. In this case, the surgeon has indicated the infection source as (B)(6). No further actions are possible with the available information.